Event description:
The patient's vocal cord was noted to be paralyzed and the physician believes it is related to vns surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.